Manufacturer narrative:
The reported events were unacceptable capture threshold and helix mechanism issue. Final analysis found that as received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of unacceptable capture threshold was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the atrial lead exhibited a high capture threshold. The physician tried to reposition the lead. However, the lead's helix could not extend and retract. As a result, the lead was removed and replaced. The patient was in stable condition.